Manufacturer narrative:
The device was used in treatment, was not returned for evaluation. With all additional information provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause. No serial number was provided. A DHR review could not be performed. A complaint history review found other related failures. Probable cause may be a component failure, or the dressing integrity was compromised. There were no indications, that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Manufacturer narrative:
Complications during treatment have been reported for this failure mode, such as use of an alternative or competitor device to complete the procedure. As a result, this malfunction may necessitate an alternative treatment if the malfunction were to recur. This alternative treatment is considered medical or surgical intervention to preclude permanent damage to a body structure or body function. This event is considered reportable pursuant to 21 c.f.r. §803.

Event description:
It was reported that the displayed a premature canister full alarm while doing a dressing change with a new renasys touch canister 300ml.